Manufacturer narrative:
As reported, when trying to inflate the balloon on a 5fr mynxgrip vascular closure device (vcd), the syringe broke and the balloon ended up with a hole in it causing the device to be inoperable. There was no reported patient injury. Procedural details were requested but are unknown. The device is being returned for evaluation. One photo was attached to the (B)(4). The photos showed the syringe related to this reported event, where damage of the internal component was observed. No additional anomalies or notable details were observed in the image. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505203 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon loss of pressure and syringe issue" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The photo does not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to inflate the balloon on a 5fr mynxgrip vascular closure device (vcd), the syringe broke and the balloon ended up with a hole in it causing the device to be inoperable. There was no reported patient injury. The device is being returned for evaluation.